Manufacturer narrative:
(B)(4). Initiating therapy before connecting to the set-up is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient had initiated therapy before connecting to the set-up, and had then connected. The technical services representative reviewed proper procedure with the patient and advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.